Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high and low blood glucose levels with unknown blood glucose levels at the time of the incidents. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer was getting random no delivery alarms before and after replacing infusion sets. The customer was getting inconsistent delivery, which caused the customer to have highs and lows. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.